Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with glucose values rising above 280 mg/dl and reaching a reported high of 294 mg/dl, despite a recent infusion set and supply change; subsequent sensor and fingerstick readings were discordant, and additional education on fingerstick confirmation and ilet calibration was provided before another supply change was completed with insulin delivery resumed. Symptoms included hyperglycemia without ketone testing, medical assistance, or acute complications. Outcomes included user self-management with continued monitoring and resolution after completing a supply change. Investigation included user interview, review of device use and infusion set change, education on calibration and sensor confirmation, and follow-up. Investigation of this case revealed no device alarms, no visible infusion set damage upon removal, successful reinsertion of a 23 teflon inset, and restoration of insulin delivery with blood glucose trending down after the supply change, which supported that the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.